Event description:
Reporter stated that caller from facility reported that unit overdelivered from stations 1 and 2 and underfilled from station 5 during a test run. For this test run, the unit is programmed to pump 20 ml sterile water from each station. The caller did not have the volumes actually pumped from each station. The unit was sent to product services for evaluation. No pt involvement.